Event description:
Needle totally disengaged from the syringe during treatment with bovine collagen accidentally spilled. Neither patient nor practitioner were injured. This event is being reported because of the potential for injury should the event recur.